Manufacturer narrative:
The customer declined the option to have their glidescope spectrum lopro s4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope spectrum lopro s4, the spectrum lopro s4 kept disconnecting. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.